Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip, cracked case at the display window corners and cracked battery tube threads. A test reservoir was installed and did not lock in place due to the completely broken reservoir tube lip. (B)(4).

Event description:
The customer's husband reported via telephone call that the reservoir tube threading had come out. The blood glucose reading was 191 mg/dl. The caller was advised that the customer should discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. He was advised that the insulin pump would be replaced and agreed to return the product for analysis.